Manufacturer narrative:
The current instructions for use contains the following: "precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the useful life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost.". No root cause was provided. Align's clinical review of available initial records suggests that tooth 2.1 exhibited internal resorption or pulpal involvement, significantly compromising its structural integrity. The treatment plan indicated 0.9 mm of extrusion and 1.4 mm of buccal translation, which, in the presence of internal resorption, could have exacerbated dentin wall weakness and increased the risk of fracture. No conclusive evidence has been provided that supports or opposes whether the invisalign system aligners caused or contributed to the tooth loss (permanent damage) and the invisalign system aligners were being used. Therefore, an MDR is being filed in the united states per 21 cfr 803. There is no conclusive evidence to confirm the date of the required tooth extraction, and the date (b3) is based on the timelines reported to align and compared to patient information.

Event description:
The treating doctor reported that the patient had a tooth fracture on 2.1 and later required extraction. It is unknown if the patient required medical intervention or if medications were prescribed to alleviate the reported symptoms. No additional information is available at this time.

Manufacturer narrative:
Block b5 (describe event or problem) was updated according to new information received by the treating doctor.

Event description:
The treating doctor reached out to confirm that tooth 21 had a poor prognosis before starting treatment and a prosthetic replacement was placed. The tooth was extracted sooner than expected. The treating doctor clarified that the extraction was due to a fracture not the use of the aligners.